Event description:
The customer reported that a pt monitor asystole audible alarm would clear automatically.

Manufacturer narrative:
The customer reported that a pt monitor asystole audible alarm would clear automatically. The customer requested assistance to explain the behavior and exclude any risks. Based on the available info, a simulator test was conducted and found no deviations from the functional specifications. Philips is in the process of obtaining additional info regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B) (4)